Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated one shelf pack with a missing case label. No issues relating to the reported defect were identified in the retained samples. Retained samples could not be inspected as case packs are not retained. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was a missing case label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was a missing case label. No adverse impact was reported regarding the patient or user.